Manufacturer narrative:
The customer reported that the central nurse's station (cns) has absolutely no sound. She had rebooted the cns but the sound still did not work. They are still able to monitor the patients through the alarm indicator and remote stations. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Investigation conclusion: insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Attempt #1: 10/17/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 10/28/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 10/30/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) has absolutely no sound. She had rebooted the cns but the sound still did not work. They are still able to monitor the patients through the alarm indicator and remote stations. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) has absolutely no sound. She had rebooted the cns but the sound still did not work. They are still able to monitor the patients through the alarm indicator and remote stations. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) has absolutely no sound. She had rebooted the cns but the sound still did not work. They are still able to monitor the patients through the alarm indicator and remote stations. No patient harm was reported.